Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were used to treat the 2nd obtuse marginal and rca. Approximately 6 months post procedure patient suffered gastrointestinal hemorrhage. The patient was on dapt at the time of the event and was treated with medication change and gastric protection. The investigator and sponsor assessed the event as not related to the index device and probably related to the anti-platelet medication. The patient recovered.